Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted. Pump received with cracked case at display window corner, battery tube threads, reservoir tube, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm for two days leading up to the call. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the call was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.